Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. The patient was in the ICU for reasons unrelated to the pacemaker so no movements could be performed. No further issues.